Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vticmo13.7 implantable collamer lens, -9.0/+1.5/082 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was removed during the same surgery due to excessive vaulting with no patient injury. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens haptic bent. Claim # (B)(4).